Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a broken shell, missing shell, and fold creases. A weight test of the device was performed, and verified the device was underweight. A microscopic analysis was performed which identified, a striated break and wear abrasion. Based on the device analysis, the final assessment is: a striated edge break on the radius side assessed, as surgical damage. And missing shell assessed, as inconclusive.